Event description:
The physician replaced the subject device due to sensing of non physiologic signals; he suspects a device problem. Preliminary analysis of the programmer files revealed that noise sensing appeared in the a channel first (shortly after implant), and was then observed in both a&v channels after some time, suggesting lead / connection related issues.

Event description:
The physician replaced the subject device due to sensing of non physiologic signals; he suspects a device problem. Preliminary analysis of the programmer files revealed that noise sensing appeared in the a channel first (shortly after implant), and was then observed in both a&v channels after some time, suggesting lead / connection related issues.